Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 21-apr-2022, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded two suspected discrepant potassium result of >8.0 mmol/l on a 88 year old male intoxicated patient. There was no additional patient information available at the time of this report. Return product is available for investigation. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on (B)(4)2022. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Retained and returned testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Aj (product complaint level 2 and level 3 investigation procedure). No deficiency has been determined for chem8+ cartridge lot h22039